Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high shock impedances. The daily threshold and impedance measurements trend report was reviewed and found that the shock impedance measurements had been gradually increasing from 100 ohms to 120ohms. A lead revision procedure was performed where this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead is expected to return for analysis.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, the root cause of the reported high shock impedances cannot be established, as the product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high shock impedances. The daily threshold and impedance measurements trend report was reviewed and found that the shock impedance measurements had been gradually increasing from 100 ohms to 120ohms. A lead revision procedure was performed where this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead is expected to return for analysis.